Event description:
The patient has a lead replacement due to high lead impedance on (B)(6) 2013. No obvious defects noted upon explant. The explanted lead was returned and is pending product analysis.

Event description:
On (B)(6) 2012 it was reported that high impedance was observed on (B)(6) 2012 for this patient. The device was left on. The patient was referred for a revision surgery. Although surgery is likely, it has not occurred to date. The patient has been sent for x-rays; however it was reported that they will not be sent to the manufacturer for review. Clinic notes from the (B)(6) 2012 visit were received which indicated that the patient has been experiencing a marked increase in seizures. They are occurring up to 3-4x daily. The patient has had several falls and has injured his knee (therefore possible trauma to the vns). High impedance was noted during diagnostics and the patient's settings were increased to 2.5ma and then subsequently reduced to 2.25ma. Clinic notes dated (B)(6) 2012 were also received which indicate that the patient was continuing to have frequent breakthrough events that occur several times daily (14-16 per week). Clinic notes dated (B)(6) 2012 state that the patient is having multiple seizures daily, up to two to three generalized tonic-clonic seizures daily lasting about 1-2 minutes with a postictal afterwards. The patient has also had gtc seizures that occur up to twice daily.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
(B)(4).

Event description:
Analysis of the lead was completed on 01/08/2014. Note that the (-) green electrode was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 381mm portion the (-) green and (+) white electrode quadfilar coils appeared to be broken at the proximal end of the anchor tether. Scanning electron microscopy was performed on the (-) green electrode quadfilar coil break (found at 27mm) and identified the area as being mechanically damaged with fine pitting which prevented identification of the coil fracture type. Pitting was observed on the coil surface. Determination could not conclusively be made on the fracture mechanism. Scanning electron microscopy was performed on the (+) white electrode quadfilar coil break (found at 27.5mm) and identified the area on one of the broken coils strands as having extensive pitting and mechanical damage which prevented identification of the coil fracture type. Two of the remaining broken coil strands were identified as being mechanically damaged with pitting. The last broken coil strand was identified as having evidence of a stress induced fractured (fatigue appearance), mechanical damage, no pitting and evidence of a stress induced fracture (torsional appearance) which most likely completed the fracture. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. What appeared to be white deposits were observed in various locations. The slice / tear mark and abraded opening found on the outer silicone tubing, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Event description:
On (B)(6) 2013, the physician reported that the patient's vns is demonstrating high impedance values and likely indicates a dead disconnect or break. A chest and cervical x-ray were ordered and sent to the manufacturer for review. Ap and lateral views of the chest and neck were received by the manufacturer. The x-ray images were dated (B)(6) 2013. The generator was seen in normal orientation in the left chest area. The filter feedthru wires were intact and the lead pin could be seen past the second connector block indicating that it is fully inserted into the generator. The lead appears intact at the connector pin. A portion of the lead appears to be present behind the generator, and therefore cannot be assessed. The electrodes were observed in the neck and appear to be in proper alignment. A strain relief bend is present and per labeling as there is at least 1-cm of lead routed parallel to the nerve prior to the onset of a 3-cm bend. A strain relief loop was not observed as required by labeling; however, a second bend appeared to be present. Three tie-downs were visualized. The first tie-down appears to be within the strain relief bend, the second tie-down appears to be lateral to the anchor tether as labeling suggests, and the third tie-down appears to be further down the second bend. The lead is seen routed down toward the generator. A sharp bend was noted in section c, near where the anchor tether should be. The lead appears to be folded over in this spot creating the sharp bend. Based on the x-ray images provided, the cause of the high impedance is possibly related to the sharp bend in the lead by the neck area; however, this cannot be confirmed by the images alone. The presence of additional micro-fractures in the lead also cannot be ruled out. Continuity could not be assessed in the portions of the lead which were not visible. No additional information has been found or provided.